Event description:
This report is based on information provided by philips remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during diagnosis, the device suddenly shut down at 15% battery. There was no reported impact to the patient, but the device was unavailable delaying diagnosis.